Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the instrument could not be verified. There was no reported delay to the procedure. There was no reported impact to the patient.

Manufacturer narrative:
H3/h6: the ostium seeker was returned and analyzed. Analysis found that the instrument had no apparent physical damage but was not able to verify when attached to a known good tracker, displaying a divot error of 3.2 mm to 3.4 mm. Codes b01, c13, and d02 are applicable. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.